Event description:
It was reported that the blood control on the bd insyte¿ autoguard¿ bc pro shielded IV catheter w/ blood control technology wouldn't work during use. The following information was provided by the initial reporter: "can't break blood control".

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 17-jan-2023 investigation summary bd received twelve 10 gauge insyte autoguard blood control pro winged units from lot 1068446 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical damage or deformities that could have caused or contributed to the reported defect. Next, the units were flushed to check for adequate fluid flow and proper function of the actuators. Each unit was flushed successfully with no issues or delays observed. Finally, a luer-lok syringe was used to flush the devices in case there might be an issue with the connector and no issues were found. The actuators functioned properly for each unit. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the blood control on the bd insyte¿ autoguard¿ bc pro shielded IV catheter with blood control technology would not work during use. The following information was provided by the initial reporter: "cannot break blood control."